Event description:
It was reported that a revision procedure occurred due to a patient experiencing pain. On (B)(6) 2013, the patient fell and experienced an ankle fracture. On (B)(6) 2013, an initial procedure was performed to fix the fracture using one unknown fibula plate, two unknown medial mal screws and two 3.5mm cortex screws (syndesmosis screws, one 50mm long and one 55mm long). On (B)(6) 2014, the patient returned for a follow-up visit with the surgeon and reported painful hardware. The decision was made to explant the two syndesmosis screws. On (B)(6) 2014, a revision procedure was performed to remove the painful hardware. It was reported that the fracture had healed and there were no issues with the removal of the hardware, only the two syndesmosis screws were removed. The plate and the medial mal screws remained in the patient. There were no issues reported with any of the hardware. The procedure was completed successfully with no patient harm reported. There was no surgical delay reported. This report is for the 2nd of the cortex screws. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.